Event description:
It was reported, episodes of myopotential oversensing were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.